Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 508 mg/dl and the current blood glucose of the patient was 201 mg/dl. Customer stated that the other blood glucose value was 390 mg/dl, 345 mg/dl, 397mg/dl, 400 mg/dl. The customer was treated with insulin via syringe and fluids. Customer does not allege pump was under delivering. Customer stated the drive support cap appears normal. The insulin pump will not be returned for analysis.